Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer' was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was over 600 mg/dl. Th customer experienced nausea, vomiting, blood pressure dropping and diabetic ketoacidosis as symptoms of her high blood glucose. The customer's insulin pump was suspended due to the customer's blood pressure dropping, and the customer was treated with an IV drip. Advised that the customer call back as soon as possible in order to perform troubleshooting. Nothing further reported.